Event description:
It was reported that a stent occlusion was identified. Reportedly, the symptomatic patient underwent angiography and a restenosis of a previously implanted stent in the mid sfa was identified. Another stent was successfully deployed. There was no report of injury to the patient.

Manufacturer narrative:
As no specific lot number was available, no review of the device history record could be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as assess the use of the device. In this particular case, the stent remains implanted; therefore, it is not available for evaluation. Despite requests, neither case images nor additional information was provided. Based on the limited information available, the reported restenosis could not be confirmed. Potential product and non-product related factors which might contribute to the stent fracture have been considered. The event might have been associated with insufficient pre and/or post dilatation, a calcified vessel, the vessel anatomy and/or the patient condition. In reviewing the current labeling supplied with lifestent products we found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "potential adverse events - potential adverse events that may occur include, but are not limited to, the following: arterial occlusion/restenosis of the treated vessel."